Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and 2 similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Corrective actions are in process.

Event description:
The account alleges that there was a defect in the packaging seal resulting in incomplete sterilization of the contents. This was identified during an initial inspection of received product. No patient consequence to report.